Manufacturer narrative:
B)(4).

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed intermittent atrial undersensing on the pulse generator. The patient was brought in the clinic and a cardioversion for atrial flutter was performed. No programming changes were made at this time. The patient's condition was good.